Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be identified during device interrogation. Technical services (ts) recommended troubleshooting options, however this could not be resolved and the patient was admitted to the hospital. Ts recommended using the communicator to force a patient-initiated interrogation (pii). No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be identified during device interrogation. Technical services (ts) recommended troubleshooting options, however this could not be resolved and the patient was admitted to the hospital. Ts recommended using the communicator to force a patient-initiated interrogation (pii). No adverse patient effects were reported. This ICD remains in service. Additional information was received that after careful wand placement the device was successfully interrogated. No adverse patient effects were reported. This ICD remains in service.